Event description:
It was reported a revision knee surgery was performed to replace a dislodged oval patella.

Manufacturer narrative:
Please see attached file for the results of our investigation. (B)(4).